Event description:
According to the reporter, during suturing of the pectoralis major, the thread breaks occurred. Another suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.